Manufacturer narrative:
Device discarded by hospital.

Event description:
On (B)(6) 2017 during a mitral valve repair procedure, the failure to implant the memo 3d was due to physician medical judgment during the procedure that a mitral valve replacement was required and. As per medical judgment no issue with the memo 3d device. The ring was removed and the physician performed a mitral valve replacement. The device has been discarded by the hospital.

Event description:
On march 22 2017 the manufacturer was notified through patient registration form that a memo 3d semirigid annuloplasty ring was attempted to be implanted. The device was removed and mitral valve replacement was performed.